Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The four additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique via a 7fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Two prostyle devices were used successfully on the rcfa. Reportedly, a cuff miss [suture retrieval issue] occurred with five prostyle devices on the lcfa. The sutures of two proglide devices were successfully pre-placed on the lcfa. The sheath was upsized to a 14fr sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.